Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for ventricular fibrillation (vf) therapy after the implantable cardioverter defibrillator (ICD) detected atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead had high impedance with undersensing and oversensing issues. The lead is being considered for extraction, although there is nothing scheduled. The physician will reassess the lead once the device goes into recommended replacement time (rrt). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ICD triggered normal end of service (eos). The device was removed and a new device was implanted.